Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Product analysis identified a fluid leak in the balloon sphere. Based on the results of this investigation no escalation is required.

Event description:
It was reported that the patient's ams 800 artificial urinary sphincter (aus) was removed on unknown date due to recurring incontinence. A new aus was reimplanted.

Event description:
It was reported that the patient's ams 800 artificial urinary sphincter (aus) was removed on unknown date due to recurring incontinence. A new aus was reimplanted.